Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the beginning of the procedure, magnetic sensor error occurred from the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. Disconnected both eco cable and swiftlink waited a few moments and then reconnected, error persisted. Replaced the eco cable and still did not clear error. Replaced catheter and issue resolved. It was also reported that at the end of the procedure the anesthesia team notified the physician that they were having to give more pressers. The physician confirmed there was a pericardial effusion present with the soundstar catheter and a pericardiocentesis was performed, removing 500 ml of fluid. No effusion was present before the procedure. Patient was reported hemodynamically stable. Prolonged hospitalization was required; the patient was moved to the intensive care unit (ICU) the first night due to pericardial drain left in place. Pericardial drain was removed the next day and the patient was discharged the day after. Patient had fully recovered. Physician relates the causality of the event of the patient¿s condition and believes the perforation occurred during the transseptal puncture; however, since it was discovered at the end of the procedure when ablation had been already performed, this event is being conservatively reported under the bwi ablation catheter as its relationship with the adverse event occurrence cannot be excluded. Transseptal puncture was done with a st. Jude medical needle. There was no evidence of steam pop nor other malfunction throughout the procedure. The max wattage used was 50 watts. The total ablation lesions were 155. The total ablation time was 30 min and the total fluid applied was 800ml. Dashboard, venctor and visitag were used as force features. The visitag settings were range: 2mm for 3secs, force over time (fot) 30% over 3 grams, 3mm tag size. Time (5-10 seconds) was used as coloring option. The customer¿s reported magnetic sensor error is not MDR reportable since it is easy detectable by the user. The catheter is inoperable, and the user will have to replace the catheter. The potential risk that it could cause or contribute to a serious injury or death is remote.